Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 531 mg/dl with polydipsia and trace ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and self-treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. It was reported that the patient also had strep throat. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.